Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. No damages or anomalies noted. The set was tested per product specifications. There was no leakage. Each clave and y-clave was accessed and fluid infused. There were no restrictions in flow and no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 18dec2023.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: (B)(6).

Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that there was leakage on the plum set. The event was noted during infusion, and the involved solution is unknown. The leakage location was at the clave additive port. There was patient involvement but no patient harm.